Manufacturer narrative:
(B)(4). D10: p10-251-tlr3-s, talus flat rt sz 3 tps strl, lot: 260f0222511. P10-310-i308-s, x-link vtmn e poly 3x8mm neu strl, lot: 260812323a06. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient developed right lateral ankle pain approximately six months post-implantation, with imaging indicative of tibial-sided loosening, and revision surgery was planned. Attempts have been made and no further information has been provided.